Manufacturer narrative:
The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflate test. The pump had a misaligned spring.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis pump replaced. The reason for the surgery was the spontaneous and extemporaneous filling, since 6 months of the cylinders. Intraoperatively it was verified that the patient's complaint was real and that the pump allowed the passage of liquid to the cylinders. No patient complications were reported in relation with this event. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.